Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported false air in line alarms were unable to be reproduced, but were confirmed through review of the event history log. This condition was determined to have been caused by low fluid readings from the upstream sensor. Low fluid readings increase the pump's sensitivity to false air in line alarms. The upstream sensor was replaced to correct this condition.

Event description:
It was reported a spectrum pump had false air in line alarms during set up. It was also reported there was no patient injury.